Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during analysis, it was noted that the pacing impedance on the right ventricular lead increased from the average value. Also, observed that the corresponding right ventricular bipolar threshold increased in value compare to prior check value. No intervention was performed. The patient was stable and will continue to be monitored.